Event description:
While the device was undergoing evaluation for applicability for a recall, it was discovered that the lvp during flow accuracy testing that the device had froze. Flow accuracy was rerun several times and the failure was unable to be reproduced.

Event description:
Customer reports the following: "while the unit was at fk warrendale after being returned from deborah heart for other repairs, the screen froze while running test but pump was still pumping fluid through the test fixture" preliminary review indicates that there was a som issue. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no patient involvement. More information is needed to complete the investigation.